Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer believed the occlusion was due to the infusion set connection not being properly connected. The connection was reconnected resolving the occlusion. Customer's blood glucose level was not impacted.